Event description:
It was reported that pump issued recurring cartridge alarm 20 during insulin delivery and caller could not successfully load cartridge or resume insulin therapy. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, received guidance on proper cartridge loading and storage mode, and was sent replacement pump under warranty with instructions to return problematic pump using prepaid label.